Event description:
Reporter alleged obtaining the results of 330 mg/dl, 222 mg/dl and 155 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Absent the device lot number, manufacture date cannot be determined.